Event description:
It was reported that the pump was alarming critically and confirmed by telemetry due to ¿reset occurred - low battery¿. It was reported that the pump was interrogated as of the date of this report when patient visited the clinic. The reset had occurred on (B)(6) and the dose was blank on the programmer. Patient had not seen the physician since the pump had started alarming on (B)(6). It as reviewed that the pump would be infusing at minimum rate mode .006ml/day. Patient was supplemented with oral baclofen. The eri (elective replacement indicator) was indicated to be 18 months on (B)(6) 2013. Drug delivered via the device was gablofen. It was later reported that patient had experienced increased spasticity. Patient was on oral baclofen and responding better.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information: it was stated that the pump was in safe state following the low battery reset. The pump was being replaced as of the date of this report. Upon reading the pump logs, the reporter stated that there was a motor stall on (B)(6) and a reset-low battery message on (B)(6). The dose section was blank.

Manufacturer narrative:
Analysis of the pump revealed pump/motor/feedthru anomaly/shorting across insulator. During analysis corrosion and bridging across the insulation of the m2 feedthru was found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.